Event description:
During transport from or to unit, pump shut off. Upon arrival at the unit, pump was plugged back in and restarted. Pump later removed from pt due to reported difficulty. There were no reported pt complications.